Event description:
The spouse of a glucometer dex user stated that patient's system always display an "error". Spouse reportedly replaced the batteries and no change in the display was observed. While on the phone a review of the system was conducted. It was learned that the "hundreds units" is being partially displayed. A request was made to return the unit for evaluation. In the meantime a replacement unit was provided.